Event description:
Pt reported receiving higher than normal blood glucose value since (B)(6) 2010. Pt stated she called the diabetes nurse on (B)(6) 2010. Pt reported the weeks prior, her blood glucose value in the morning was 2-3 mmol/l (36-54 mg/dl) and later it rose to 12.0 mmol/l (216 mg/dl). Pt stated most of the times in the evening, her blood glucose is 19.0 mmol/l (342 mg/dl). Pt reported the diabetes nurse advised her to have the infusion device replaced. Pt stated she gave extra boluses of at least 3.0 units/hour with the pen. Pt reported she normally changes her infusion set every 2-3 days but in the last weeks, almost every day. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.